Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis, with blood glucose levels greater than 700 mg/dl. The customer experienced thirst, vomiting and fatigue. The caller felt that the customer was not getting the correct amount of insulin. Troubleshooting was performed. Found that the only button that worked was the esc button. All other buttons were not responding. Advised the mother that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.